Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called to inquire about a new shipment of sensors. The customer's blood glucose was not recorded. The customer stated that they have been off the sensor for six months due to an infection they had. The customer was advised to speak to the help line about the problem but they customer declined.